Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5069178) on 09-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("heavy bleeding/had several trips to the emergency room to remove clots from cervix"), device dislocation ("only had one coil still in place"), suicidal ideation ("suicidal thoughts") and abdominal pain ("severe abdominal pain / had several trips to the emergency room for severe pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, 30 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), suicidal ideation (seriousness criteria medically significant and life threatening), abdominal pain (seriousness criterion medically significant), migraine ("migraines"), impaired work ability ("inability to work"), abdominal distension ("bloating") and weight increased ("severe weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and ovarian disorder ("damaged ovaries"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, device dislocation, suicidal ideation, abdominal pain, migraine, impaired work ability, abdominal distension, weight increased and ovarian disorder outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, device dislocation, genital haemorrhage, impaired work ability, migraine, ovarian disorder, suicidal ideation and weight increased with essure. The reporter commented: consumer mentioned a serious injury (life-threatening, hospitalization, required intervention and other serious - important medical event) but did not specify it to one of the events. She will be required to had a full hysterectomy and oophorectomy to remove the device and the damaged ovaries. Company causality comment: this report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and reported adverse events including heavy bleeding/ had several trips to the emergency room to remove clots from cervix (understood as genital hemorrhage), severe abdominal pain/ had several trips to the emergency room for severe pain and suicidal thoughts . After years of bleeding, she was told she only had one coil still in place (understood as device dislocation). Genital bleeding and abdominal pain are highly prevalent in women, and may have multiple causes. They can also occur during essure use. In this case plaintiff began having heavy bleeding and abdominal pain about one month after having device implanted and had multiple visits to the emergency room to remove clots from her cervix. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. In this case exact date and mechanism of the event, and the insert location is unknown. In this case, limited information was provided about the consumer's suicidal thoughts. There is no reference to depression, that would be a common underlying cause and for which women have high risk. Several biological processes are thought to be involved, including an undue sensitivity to hormonal fluctuations in brain systems that mediate depressive states. This case was classified as incident due to serious injury and required medical intervention regarding the genital bleeding. Further information cannot be obtained in this case since there is no information about the reporter. A product technical analysis is being sought.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5069178) on 09-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("heavy bleeding/had several trips to the emergency room to remove clots from cervix"), device dislocation ("only had one coil still in place"), suicidal ideation ("suicidal thoughts") and abdominal pain ("severe abdominal pain / had several trips to the emergency room for severe pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, 30 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), suicidal ideation (seriousness criteria medically significant and life threatening), abdominal pain (seriousness criterion medically significant), migraine ("migraines"), impaired work ability ("inability to work"), abdominal distension ("bloating") and weight increased ("severe weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and ovarian disorder ("damaged ovaries"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, device dislocation, suicidal ideation, abdominal pain, migraine, impaired work ability, abdominal distension, weight increased and ovarian disorder outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, device dislocation, genital haemorrhage, impaired work ability, migraine, ovarian disorder, suicidal ideation and weight increased with essure. The reporter commented: consumer mentioned a serious injury (life-threatening, hospitalization, required intervention and other serious - important medical event) but did not specify it to one of the events. She will be required to had a full hysterectomy and oophorectomy to remove the device and the damaged ovaries. Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 29-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.